Manufacturer narrative:
PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxâ¿¢ system, bd maxâ¿¢ instrument there were false positive results that came from the max ex ent bac 26 panel. Patient samples were involved but results were not reported because the laboratory verifies every result before sending them to patients or doctors. The following information was provided by the initial reporter: 441916 - instrument max clinical reader standardization with new type of normalization cards were patient samples involved? Yes, some patient samples were involved but no result was used because the laboratory verifies every result before sending them to patients or doctors. Wfi answered (B)(6) 2022 the false positive results came from the bd max ex ent bac 26 panel. An escalation ((B)(4)) was created few month ago ((B)(4)).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there were false positive results that came from the max ex ent bac 26 panel. Patient samples were involved but results were not reported because the laboratory verifies every result before sending them to patients or doctors. The following information was provided by the initial reporter: 441916 - instrument max clinical. Reader standardization with new type of normalization cards. Were patient samples involved? Yes, some patient samples were involved but no result was used because the laboratory verifies every result before sending them to patients or doctors. Wfi answered 08-sep-22. The false positive results came from the bd max ex ent bac 26 panel. An escalation (wo-02416871) was created few month ago (pr (B)(4)).